Event description:
Edwards received information that a 23mm 11500aj pericardial aortic valve, implanted approximately one (1) year and two (2) months, was explanted due to aortic stenosis secondary to calcification. A symptom dyspnea, congestive heart failure was seen. The device was replaced with non-edwards mechanical valve with no patient adverse event reported. Mvr with non-edwards valve was performed concomitantly with re-do avr. The patient status was reported as recovered. The device will be returned for evaluation. The customer commented that there was no causal relationship between the event and the malfunction of the device.

Manufacturer narrative:
The subject device at this time has not been provided for evaluation. The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H3: customer reports of stenosis and calcification were confirmed. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. X-ray also demonstrated heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all three leaflets on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect. Host tissue overgrowth on the stent circumference was minimal at the outflow aspect. Calcification restricted leaflet mobility and led to stenosis. B3; date of event as unknown.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.